Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. The instrument's distal clevis was disassembled to inspect the conductor wire. The instrument was found to have thermal damage at the distal end caused by broken conductor wire at the weld. Engineering has determined that the failure related to this complaint, the conductor wire pulling out from the weld location at the base of the instrument, is not user interaction related. The customer reported complaint does not itself constitute an MDR reportable event; however, the thermal damage found during failure analysis suggests that unintended arcing occurred. Although, no patient harm was reported, if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while dissecting tissue, the customer noted ¿smoke¿ from the permanent cautery spatula ¿melted the plastic part¿. There was no report of any fragments falling inside the patient and there was no patient harm, adverse event or injury reported.